Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380. Name medtronic minimed, street 18000 devonshire street, city northridge, state ca, zip code 91325, zip four 1219, u.s.

Event description:
It was reported on 16-mar-2026, that six infusion sets were leakage at site. Infusion set has been used for one day.